Event description:
It was reported that the surgeon inserted an icm120 12.0mm implantable collamer lens on (B)(6) 2011. On (B)(6) 2011 the patient showed symptomatic unreactive pupil (fixed), iris atrophy and elaborated iop, associated with excessive vault. The lens was exchanged for a smaller one on (B)(6) 2011 and this resolved the problem.

Manufacturer narrative:
(B)(4).